Manufacturer narrative:
(B)(4). Batch # t5dj5g. Concomitant medical product: reload - vasecr45 (lot# t40h9v). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the device was locked out on the way of the first firing on the pulmonary artery. The manual override lever was used to release the device. The knife reverse switch was not used. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the target tissue was thin. No further information is available.